Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that wire fracture occurred. A .038 accustick¿ ii was selected for use. During placement of a nephroureteral stent in a patient with multiple renal stones, it was noted that a fragment of the 0.018 wire from the access kit broke off. The fractured portion had to be surgically removed from the intrarenal collecting system. No further patient complications were reported.